Event description:
It was reported that when the patient presented to the clinic for follow-up, post-paced t-wave over-sensing was noted on the device. Programming changes were made. There were no adverse health consequences, the patient was stable.